Manufacturer narrative:
This report is being submitted to provide the results of the legal manufacturer's final investigation. Updated fields: d8, h2, h3, h4, h6, h11. The device was evaluated by the customer and field service, and the customer's allegation was confirmed. A definitive root cause for the could not be identified. Based on the results of the investigation it is likely that temporary installation of an sdi cable directly connected between the tower and the monitor. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the subject device had no image. The issue was found during the setup of the device. There were no reports of patient involvement.